Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019 for an unknown reason. As per the reporter during service it was identified that the drive pin was broke and little remained of the original o-ring. There was no patient injury reported.